Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. What were the indications for surgery? Did the patient undergo preoperative radiation or chemo therapy? Were there any difficulties experienced with device intraoperatively? Was a leak test done? Were any other stapling devices used during procedure? What was found during the reoperation? Was there any ischemia? What was done in the reoperation and what devices were used? Were any staple formation issues noted throughout the care of patient? What is the current patient status?

Event description:
It was reported that a revision surgery occurred on (B)(6) 2019 : the patient was operated on (B)(6) 2019 for a left colectomy. During the revision, the surgeon discovered that the mecanical suture broke, a stoma was done.